Event description:
It was reported that the patient was septic. The patient underwent a pacemaker system explant procedure. The physician explanted the entire system, including the pacemaker, right atrial lead, and right ventricular lead. The patient¿s status was not reported.

Manufacturer narrative:
Further information was requested but not received.